Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent balloon was found to be incorrectly crimped. The distal end of the 2.50x24mm taxus express2 drug eluting stent balloon did not look like it was crimped correctly. The physician attempted to use it, but then pulled it out because it looked like there was an air bubble in it. No patient complications were reported. Patient status reported as "ok."

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.